Event description:
History of 2 month periodic left lower leg erythema with moderate swelling. March 96 - arthrotomy performed with scar tissue removed from left knee. Prior component placement at another hosp in 7/88. Eve of 9/19 reported to ER complaining of pain, erythema, swelling (moderate) of left knee. Positive homan's sign. Non insulin dependent diabetic. I & d of knee on 9/20/96. Left knee component removed 9/26/96.